Manufacturer narrative:
A ge rep evaluated the system and replaced the right monitor. System operates as intended.

Event description:
Customer reported the right monitor intermittently fails. No pt injury was reported.